Event description:
It was reported that the ilet charger functioned intermittently, with the charge indicator light illuminating briefly and then shutting off, and the ilet not reliably charging despite use of multiple outlets and verification of proper connections. Symptoms included no adverse clinical effects, with blood glucose reported as 137 and not affected. Outcomes included replacement charger supplies shipped and user education on troubleshooting completed. Investigation included customer troubleshooting and assessment of power connections and outlets. Investigation of this case revealed a suspected charger hardware malfunction leading to intermittent power delivery to the device. It was concluded, based on previously established findings for similar reports, that the cause was a defective external power supply/charger.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.